Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient cannot feel stimulation. Amplitude can be increased but stimulation is not felt past the point of perception. Patient's pain pattern is bilateral legs and low back. A full parameter diagnostic indicated valid impedance values. Reprogramming efforts have been unsuccessful at resolving the issue. Surgical intervention is pending to address the issue.